Event description:
It was reported that at the back table prior to a left parietal craniotomy, the tip of a matrixneuro self-drilling screw (part number 04.503.104.01) broke off during insertion in the skull flap. This occurred on the back table while using the ratchet screwdriver. The screw was put aside and the surgeon used another four millimeter screw to complete the procedure. There was a one minute delay to the procedure. The patient's status/outcome following the procedure was not provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An evaluation was performed on the returned device. An examination of the returned screw revealed the screw head is in good condition. The distal working tip of screw is broken-off. The threads of screw are in good condition. A titanium matrixnuero screw was returned with a complaint category of; tip broken preoperatively. The self-drilling screw is used for rapid and easy insertion, and its unique thread design for rapid screw starting and low insertion torque. The returned self-drilling screw was manufactured on an unknown date; therefore, it is unclear of the age of the product. Since it is unclear which surgical technique the product was used in, the size of drill bit, or the bone density of the patient, it is unclear what caused the screw head to break. The root cause is unknown. From a design standpoint, the design and material is adequate for this product and for its intended use and no new design changes have been implemented. Therefore, since it is unclear what caused the product to break this complaint is indeterminate from a design perspective. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.